Event description:
(B)(4).

Manufacturer narrative:
(B)(4). The issue has been communicated to the manufacturer (B)(4) and is currently under investigation. At this time, it appears that this was an isolated event. A follow-up report will be submitted when additional relevant information becomes available.